Event description:
On (B)(6) 2025, abbott point of care was contacted by a customer regarding I-stat eg7+ cartridges that yielded a suspected descrepant po2 results on a patient. There was no patient information available at the time of this report. Nor details surrounding the event. Return product is available for investigation. Date: (B)(6)2025, (B)(6)2025 , (B)(6)2025, (B)(6)2025 . Time: 10:39 , 11:13, 12:01 , 12:06, ph: 7.708 , 7.44, 7.382 , 7.092, pco [2] (mmhg): 10.8 , 28.1, 36.8 , 47.6, po2 (mmhg) : 183 , 167 , 23 , 173, becf (mmol/l) : -7, -5, -3, -15, hco [3] (mmol/l) : 13.1, 19.5, 21.9 , 14.5, tco [2] (mmol/l) : 13 , 20 , 23, 16, so [2] (%) : 100 , 100, 40, 99, na (mmol/l) : 135, 136 , 134, 128, k (mmol/l) : 4.1 , 3.1 , 3.3, >9.0, ica (mmol/l) : 0.87, 1.05 , 0.92, *** hct (%): 37, 34 , 33, 33, hb via hct (g/dl): 12.6 , 11.6 , 11.3, 11.2. At this time there is no reason to suspect a malfunction exists. The reporting decision was based on information available that suggests the product was not performing within the variability of the assay. The investigation is underway.

Manufacturer narrative:
Apoc incident # (B)(4) apoc labeling will be evaluated during the investigation as pertaining to the event.

Event description:
Na.

Manufacturer narrative:
Apoc incident: # (B)(4). The investigation was completed on 17-jul-2025. A review of the device history record (DHR) confirmed the cartridge lot met finished goods (fg) release criteria. Retained cartridge testing met the acceptance criteria outlined in appendix 1 of q04.01.003 rev. Ao, product complaint level 2 and level 3 investigation procedure. No deficiency has been identified for eg7+ cartridge lot n25093.